Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-10077. It was reported during the lead revision surgery (reference MFR. Report #'s 1627487-2015-07094 and 1627487-2015-07095) on (B)(6) 2015; the physician was unable to place the new leads due to scar tissue and hence removed the entire system. The patient is being referred for a paddle lead implant.